Manufacturer narrative:
Stryker evaluated the customer's device and could not duplicate the issue. The event code was cleared from the memory of the device and thereafter did not return. After observing proper device operation through functional and performance testing the device was returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer's device, stryker observed an event code logged in the device's memory. The event code logged is related to a potential issue of the device to deliver energy. There was no report of patient use associated to the reported event.